Event description:
In 2008, the patient reported that yesterday afternoon, his blood glucose lowered to 17 mg/dl and he was found on the floor and unresponsive. His wife administered a glucagon injection and gave the patient orange juice. The patient's blood glucose returned to normal (130-155 mg/dl) and he ate dinner and bolused half of the normal amount of insulin. At 8:00pm the patient's blood glucose measured 90 mg/dl and he drank orange juice and ate a cookie. At bed time his blood glucose measured 170 mg/dl and at 2:30am his blood glucose measured 38-40 mg/dl. At the time of the report the patient's blood glucose was within his normal range and he was still connected to the infusion device. He stated that after his blood glucose elevated he found that the infusion device was on the multi-wave bolus screen and he was unable to change the screen or to stop the bolus. After 30 minutes he was able to return the infusion device to the normal run screen. The bolus history of the infusion device listed an 11 units bolus at approximately 11:00am and a 15 unit bolus at 4:30pm. Neither boluses were listed as multi-wave. He stated that he does not recall programming the 11 unit bolus. The patient switched to his backup infusion device. Product was replaced and requested to be returned for evaluation.